Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer cleaned the integrated multi-sensor technology (imt) sensor base plate and imt probe drain, replaced the v-lyte diluent as it was low. The customer calibrated the imt, but quality controls (qc) resulted in measurement errors. The ccc specialist remotely performed diagnostics check 1 and auto align on the (imt) probes which passed. The ccc specialist reset the instrument and the software came to a ready state. A siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated two flagged error messages "aliquot clot detect errors". Sodium results shifted high after the errors were obtained. Hsc concludes two issues contributed to the cause of the elevated sodium (na) results. The diluent bottle was most likely not completely seated onto the diluent connector, affecting the diluent flow for the imt dilution of the samples as the bottle neared empty. Poor sample quality as evidenced by the clog detect errors impacting the integrity of the imt probe and the imt dilutions of patient samples and qc by the imt probe. The cause of the discordant na and cl results is associated with sample integrity. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and chloride (cl)results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). The customer stated that 19 results had been amended, but only five patient samples had been provided as examples. The customer also corrected chloride results, however, patient data was not provided for those results. The samples were repeated again on the original instrument following repair, matching the alternate dimension vista instrument results. There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.